Event description:
This unsolicited device case from un(B)(6) received on (B)(6) 2014 from a pt. This case concerns a pt with unk demographics who experienced knee discomfort after receiving treatment with synvisc injection. Pt was receiving synvisc since 2006. No relevant medical history, concomitant medication or concurrent condition was reported. On an unk date, the pt initiated treatment with synvisc injection (route, dose, frequency, batch/lot number and expiration date: unk) in unspecified location for an unk indication. On an unk date, the pt experienced knee discomfort. It was reported that the pt had planned to receive next set of synvisc injections in may. Action taken: unk. Corrective treatment: cortisone. Outcome: unk. A pharmaceutical technical compliant (ptc was initiated and results were pending for the same seriousness criteria: event of knee discomfort was serious as required intervention. Pharmacovigilance comment: sanofi company comment dated april 04, 2014: the causal role of the synvisc cannot be excluded for the occurrence of the event of knee discomfort, however the lack of info regarding the concomitants used by the pt and medical history of the pt precludes the complete case assessment.